Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nighttime low blood glucose concerns while using the device, with cgm readings around 72 mg/dl that disturbed sleep, and they self-treated with oral carbohydrates; internal review noted no recorded values below 70 mg/dl and education and troubleshooting were provided, including a plan to consider sleep target modification. Symptoms included feeling sick. Outcomes included no medical intervention, no assistance needed, and no hospitalization. Investigation included review of user-reported data and device alerts. Investigation of this case revealed that the cause of the reported hypoglycemia was unclear, with device performance appearing consistent with available data and no alarms beyond low glucose alerts. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.